Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with difficulty watching movies at the theater, sitting under bright lights indoors, and headlights seem like everyone has their bright lights on but overall happy with vision two months post lasik. The patient is noted to have transient light sensitivity. The topical steroid dosage was increased and the patient was given a corticosteroid gel to use for seven days and then begin a taper. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.